Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump for non-malignant pain. The pump was noted as currently administering the following medications: hydromorphone (concentration ¿35 to 20¿ mg/ml, dose rate 6.964 mg/day) and baclofen (concentration ¿400 to 225¿ mcg/ml, dose rate 79.59 mcg/day). It was reported that the patient recently had magnetic resonance imaging (MRI) performed. A motor stall was seen at initial interrogation. The logs were read, and motor stall recovery had occurred. At the scheduled pump refill on (B)(6) 2019, the physician confirmed alert 100 of a motor stall having occurred on (B)(6) 2019, a tube set message on (B)(6) 2019, and a pump stopped for 1092 hours and 15 minutes. The patient was noted as having experienced a loss of therapy. The motor stall recovery occurred on (B)(6) 2019. It was indicated that the patient was at the hospital in the intensive care unit (ICU) and did have an MRI on that same date. They were lowering the concentrations on (B)(6) 2019. The physician indicated they thought they had encountered this pump telemetry state occurrence in the past and noted they had contacted the manufacturer about it, further stating technical services had reviewed t he same thing with them that telemetry state can occur during an MRI. Refer also to MFR report # 3004209178-2019-03764 regarding prior event. At the time of the report telemetry state was reviewed in addition re-interrogating the pump with the logs. It was noted that interrogations resulted in a recovery. It was however also noted that there were no targeted drug delivery symptoms. The physician was to confer with the patient. No further patient complications have been reported as a result of this event.